Manufacturer narrative:
Due diligence was executed for this event. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, the device had no image on any input. The device had a faulty qb board which caused the issue.

Event description:
As reported for this event, while installing the device the device yielded no image. Pressing of display button and replacing the cables did not solve the issue. There is no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. There is no repair history for this device. The event could have been caused by accidental failure of the qb board since five years have passed from the manufacture of the device.